Event description:
It was reported that the bd insyte¿ IV catheter experienced breakage requiring surgical intervention. The following information was provided by the initial reporter: upon advancing the ivc, it "scrunched" up and formed a kink. At this point, the ivc had to be removed, so nurse applied pressure on the IV site and pulled out the ivc only to realize that the front bit of the plastic was stuck inside the dog's forearm. Surgeon subsequently operates on the dog to remove the stuck piece

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary- no photos or samples were received by our quality team for evaluation therefore the failure modes could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that the bd insyte¿ IV catheter experienced breakage requiring surgical intervention. The following information was provided by the initial reporter: upon advancing the ivc, it "scrunched" up and formed a kink. At this point, the ivc had to be removed, so nurse applied pressure on the IV site and pulled out the ivc only to realize that the front bit of the plastic was stuck inside the dog's forearm. Surgeon subsequently operates on the dog to remove the stuck piece.